Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 6 months, 1 day. Manufacturer's investigation conclusion: the report of a low flow events can be confirmed based on the submitted log files. The device was returned assembled with the pump cable severed approximately 4¿ from the pump header and the severed portion of the pump cable was not returned. The modular cable was not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The apical cuff was not returned. Examination of the sealed outflow graft beneath the bend relief revealed evidence of a clockwise twist of the proximal end of the outflow graft less than 2.5¿ from the outflow graft hardware. The tissue accumulation on the exterior of the graft appeared to have formed around the twist, suggesting that the graft had been twisted for an undetermined period of time while (B)(4) was supporting the patient. Although a duration of time for which a twist was present could not be determined through this evaluation, it could have contributed to the low flow alarms that were confirmed through the submitted log files. Upon disassembly of the returned pump, depositions of tissue admixed with clotted blood were observed in the inflow cannula, outflow graft, on the rotor, and in the pump cover. All of the depositions found in the evaluation of (B)(4) appeared to have developed as a result of poor surface washing due to a low flow event or interruption in flow through the pump consistent with the observed outflow graft twist and the report that the device was turned off following patient recovery. Corrective action has been taken to further investigate sealed outflow graft kinks/twists. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2017, it was reported that the patient was awakened up by a red heart alarm stating, ¿low blood flow, call hospital contact¿ at about 3:50 am. Patient had switched the primary system controller with the backup controller at home, but the alarm continued. Vad coordinator from (B)(6) stated that since then, patient had no flow recorded on the history and can¿t see any flow on the monitor. Patient called 911 and was taken to (B)(6) medical center emergency department for evaluation. Log files were downloaded from both system controllers and was sent to the manufacturer¿s technical services for review. Labs were also drawn, and transthoracic echocardiogram (ttc) was completed. On (B)(6) 2017, the original (primary) controller¿s log file was assessed by technical services and the file showed that the motor power and flow were trending downward. There do not appear to be any pump or system controller issues in the log file. Consider any conditions which would reduce volume seen by the pump. Technical services also stated that they do not have an explanation for the 0 flow calculation. The periodic log from the original controller also showed power and flow trending downward. The second controller¿s log file, which was replaced due to low flow alarms, was also sent for analysis and there do not appear to be any pump or controller issues in the log file. The pump parameters of power and pi changed as expected when the set speed was temporarily lowered to 3600 rpm (decrease in power, increase in pi) and changed as expected when the set speed was returned to 5600 rpm (increase in power, decrease in pi). No reference to periodic log was made from the second controller since it only had 2 lines of data. When patient presented at (B)(6) with low flow alarm, the flow was between 0.1 ¿ 0.2 l per minute prior and following the controller exchange. The patient was then transferred to (B)(6) for further care. There was no evidence of hemolysis and the patient was asymptomatic of over heart failure. It was indicated that the patient was clinically well compensated with essentially no flow from the pump. CT angiogram suggested that the lvad outflow graft of the patient had clotted off. An acute outflow graft thrombosis was noted. The lvad was nonfunctional. A dobutamine drip was initiated for patient. An aortic root dissection was observed, chronic and related to the patient¿s lvad implant. On (B)(6) 2017, per additional information received from dr. (B)(6) (surgeon), the pump with low flow secondary to myocardial recovery was diverting blood from the pump through the native system. Patient lvad was turned off. System controller and modular cable were also disconnected. It was mentioned that the patient¿s driveline is planned to be buried subcutaneously. Patient was asymptomatic at the time and will be monitored. On (B)(6) 2017, it was noted that the cardiac output is drifting down. Aspirin and warfarin were the anticoagulants at the time of the event. No further information was provided.